Manufacturer narrative:
The product was not returned to stryker (B)(6). It should be noted that no physical failure of the product in question was subject of the reported event ¿ provided x-rays had revealed complete function after an implantation period of nearly. 2 weeks - but a wound infection issue was alleged having occurred after an implantation period of approx. 9 days. Based on received information that the event had occurred roughly 3 years ago, and based on the information that the hospital had assessed a relationship to the device as ¿possible¿ it was decided not to send out the customer questionnaire / checklist. Wound infection was most likely not caused by unsterile products. In case of a device related issue it could be more likely that remaining parts ¿ probably produced by intra-operative damage ¿ may have caused alleged wound infection. The nail in question was not packed under clean room conditions but in accordance to local requirements. After the packaging process the implants had been exposed to gamma radiation for sterilization. The documented test results were reviewed for this investigation and no deviation was found. Investigation suggests that the product was sterile at the time of distribution. General technical aspect: if the sterile barrier of the package is opened or suspected being impaired (i.e. Transport issue or insufficient usage in hospital) the IFU instruct that in these cases the product must be re-sterilized in case of use. None of the remaining products with the same lot have been reported to have caused any infection. Based on the review of all relevant documents from the manufacturer site and on the information provided by the customer no evidence for a device related reason of the referred matter has been found. Furthermore, the review of the DHR showed that the implant was successfully sterilized with gamma radiation; therefore it is granted that the implants were delivered in sterile condition. Sterilized stryker implants are granted to be sterile for five years (as visible on the label) if the packaging is undamaged. The review of the labels indicated that the implant was used prior to its expiry dates and no report concerning a damaged packaging of the affected device has been conveyed to stryker. Thus, contamination at the manufacturer¿s site is excluded with a probability bordering on certainty. No non-conformity was identified. Based on limited information and referring to that no deviation was found in the manufacturing documents a deficiency in the implant in question was not verified.

Event description:
It was reported through a pm clinical study, that wound was infectioned after gamma nail implantation therefore gamma nail was removed on (B)(6)2011.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported through a (B)(6) clinical study, that wound was infected after gamma nail implantation therefore gamma nail was removed on (B)(6) 2011.